Event description:
I have used fixodent from 1993 until 2009. While using fixodent, I have begun experiencing numbness and tingling in my hands and feet. I have chronic aches in most of the joints of my body. I have developed balance problems and seem to suffer from a short term memory impairment. In 2003, I had an episode that was diagnosed as bradycardia, in which my heart rate fell to 32 beats per minutes. This occurred 9 times in a 24 hours period with heart rate resuming normal pace 3 to 5 minutes after onset of slowing. Extensive testing showed no damage, blockage or known cause for this event. The same event reoccurred in 2004 with only 5 episodes of slowing of the heart rate. No known cause. I have become increasingly lethargic and suffer periodic spells of dizziness and loss of balance through the day. I am scheduled for complete physical to include specific bloodwork for zinc and copper levels 2009. Results will be posted. Dose or amount: .25 ounce. Frequency: daily. Route: dental. Dates of use: 1993 - 2009 - 15 years 11 months. Diagnosis or reason for use: dentures.